Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 322 mg/dl.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.